Manufacturer narrative:
Pump received with missing segments/partial display due to bleeding lcd glass.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.